Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The reporter did not provide any product identification details. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
During administration of the covid 19 vaccine for age 5-11, the needle broke off in the patient's arm and most of the vaccine dose dripped down the patients arm.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The reporter did not provide any product identification details. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness. This submittal is in follow-up to concerns that the initial submittal on 21-dec-2021 was not packaged correctly and did not contain all of the necessary files. As a follow-up, this report is being submitted again.

Event description:
During administration of the covid 19 vaccine for age 5-11, the needle broke off in the patient's arm and most of the vaccine dose dripped down the patients arm.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The reporter did not provide any product identification details. We have notified (B)(4) for awareness.

Event description:
During administration of the covid 19 vaccine for age 5-11, the needle broke off in the patient's arm and most of the vaccine dose dripped down the patients arm.